Event description:
The customer reported to olympus, the gastrointestinal videoscope was insufficiently or incorrectly reprocessed and may have been used for a procedure. Error message e99 (replacement delayed too long or too many uses) occurred when trying to reprocess the gastrointestinal videoscope in the oer-4. The e99 error message would appear on the oer-4 and when the user pressed stop to eliminate the error, the error would reoccur. The facility asked if the error was presented when the detergent ran out. When the facility was asked the status of the acecide-c high level disinfectant check, the facility said the check had never been performed. The facility stated the contractor who always came to the facility may be doing the check and not the nurse. The acecide-c high level disinfectant check was never heard of by the facility. The acecide-c high level disinfectant check had not been carried out on this occasion as well. An unknown scope was involved in the event as well. No patient harm reported. Additional information was received regarding the event by an olympus representative. When the number of days used after acecide-c high level disinfectant preparation exceeded the number of days specified by the facility, the disinfectant was replaced. (Replace every 15 days). The e99 error message occurred because the oer-4 was inadvertently started when the liquid should have been drained by the operation method decided in the facility. No additional complaints were received from the facility regarding the e99 error message. Olympus provided guidance to prevent recurrence at the facility. This complaint is related to patient identifier (B)(6) (endoscope reprocessor, oer-4).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem (error message e99). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation determined that the reported problem occurred because the end-user did not reprocess the device according to the manufacturer¿s instructions. The occurrence of the reported problem can be prevented by adhering to the instructions found in the following sections of the instructions for use (IFU): ¿4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd" and "3.9 checking the disinfectant solution concentration level.¿ olympus will continue to monitor field performance for this device.